Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up, down and ok buttons were intermittently unresponsive. The patient confirmed that there was no damage to the keypad and there is no known trauma to the pump. The patient reportedly wore the pump under a garment, against the body and cleaned the pump with an alcohol swab. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
Follow up #1 submitted: 12/20/2012 device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the ok and down arrow buttons had intermittent response. The remainder of the keypad buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. The audio bolus button was noted to be physically intact; however, it was unresponsive when tested. The audio bolus button cover was removed for investigation and revealed moisture on the bolus button switch.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.